Event description:
Pt reported, via medwatch report #(B)(4), post lasik issues: blurry vision, halos, starbursts, headaches, and induced astigmatism.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).